Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician not trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved using a pressure bandage. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. (Physician was not trained in the use of starclose se).